Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured. The balloon was being used to pre-dilate a lesion located in the calcified, 75% stenosed mid right coronary artery (rca). The maverick2 monorail balloon was ruptured at 12 atms on the 2nd inflation. The pressure of the initial inflation is unknown. The procedure was completed with a quantum maverick balloon and placement of a stent. There were no reported pt complications. Patient status listed as "good".